Event description:
It was reported that the patient received inappropriate anti tachycardia therapy (atp) for what was believed to be supraventricular tachycardia (svt). Morphology scores were noted to be high. Programming recommendations to decrease the morphology score were made.